Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl with moderate ketones; cause was unknown. Bg was addressed with insulin shot. At the end of the report, customer resumed insulin therapy.